Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that patient underwent an initial left hip arthroplasty on (B)(6) 2009 . Subsequently, patient was revised on (B)(6) 2014 due to elevated metal ions, and chronic pain. During the procedure, the femoral head and taper were removed and replaced with an active articulation system. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.